Event description:
It was reported by repair work order that the power load system was stuck and could not be loaded and unloaded. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the power load system was stuck and could not be loaded and unloaded. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.